Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose of 496 mg/dl, which she treated with the insulin pump but she later removed the infusion set and found that the cannula was bent. She inserted a new infusion set and received a no delivery alarm during prime. The insertion techniques were discussed and she stated that she had more pain than usual when inserting the infusion set. During troubleshooting, she was advised to disconnect and reconnect the tubing and reservoir and perform manual prime. She noticed the connector was wet, she dried it and stated insulin did exit but there was greater resistance than usual. She was then instructed to assemble a new infusion set with current reservoir; insulin did exit the tubing and the insulin pump did not alarm no delivery. The customer was advised there may have been an infusion set issue and to return the product for analysis.